Event description:
It was reported that intermittent noise was observed and reproducible when the physician pushed on the device. The physician opened the pocked and replaced it.

Manufacturer narrative:
No medwatch form was received.